Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level ranged from 288 mg/dl.. A manual injection of insulin was administered, and a supply change was performed to address bg level. Additionally, it was reported that the customer experienced a bg level of 42 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.